Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s touch screen and stylus were not functioning correctly, resulting in an inability to program the device. It was noted that the cursor moved relative to touch point by two centimeters. It was noted that the screen was calibrated one month ago. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s touch screen and stylus were not functioning correctly, resulting in an inability to program the device. It was observed during incoming inspection that the stylus tip has a deviation on the touch screen and could not be calibrated due to a non functional xy board. It was noted that the cord bay left latch and upper left hinge were broken. It was further noted that the antenna cable and handle were broken. The keyboard left hinge was cracked. Software update related error codes were found in the log file. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.